Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter produced an inaccurately high blood glucose reading in comparison to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2019, he obtained an alleged inaccurately high reading of ¿263 mg/dl¿ on the subject meter, compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lifescan to determine an inaccuracy. The patient did not specify what medications he uses to manage his diabetes but explained that he followed his normal diabetes management routine in response to the alleged product issue. He explained that before the product issue began, he was experiencing ¿dizziness and blurry vision¿ and self-treated by eating a candy. The patient denied performing a blood glucose test on any other devices. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The csr noted that the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as he did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after obtaining an inaccurately high reading on the subject device.